Event description:
Ventilator "auto-cycles" intermittently repeatedly when pt is supine. Requires pt to sit up or change to another ventilator (of same type) to terminate problem. This auto-cycling massively hyperventilates the pt who is totally paralyzed. Ventilator has been returned to MFR who was unable to find anything wrong with unit. Unit now set on -10 sensitivity to inspiration to prevent (or attempt to prevent) autocycling. This setting is extreme.